Event description:
On (B)(6) 2011, patient reported the down arrow on her infusion device has stopped working. Patient stated the down arrow button has given her trouble the past 2 months. Patient reported she has been using it, but when it's time to bolus, she has just been giving herself injections instead. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.